Event description:
It was reported that the patient "almost passed out" during a patient follow up visit. Of note, the clinic was having "issues" with the programmer and the ethernet cable and it being plugged into the programmer used during follow up visits. Also, the programmer also has been "freezing" and having a delayed response when there is an "issue" with the hospital's network or that the ethernet is plugged in to the programmer. As soon as the ethernet cable is removed, the programmer functions normally. The clinic was informed to unplug the ethernet during patient follow up sessions. The status of the programmer is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).